Manufacturer narrative:
B3. The date received by manufacturer has been used for this field h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes had the scale marking missing. The following information was provided by the initial reporter: "we have now found 3ml syringes with the measurement marking missing on the syringe. The lot # is 3209797." Additional info from customer: -what is the quantity of products found defective? 1 so far -is there any adverse event or serious injury occurred? No.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. It was reported the measurement marking is missing on the syringe. To aid in the investigation, one photo of a 3ml luer lok syringe was received and evaluated by our quality team. The photo shows a syringe without scale markings in a sealed package. The condition observed is non-conforming per product specification and is associated with the marking process. A device history record review was completed for provided material number 309657, lot 3209797. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3209797 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This defect is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.